Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the strike site of the insertion handle broke during impaction of the implant. After the first three strikes with the malet, the weld connecting the strike site of the but end of the insertion handle broke. This ultimately resulted in the strike site breaking off from the body of the insertion handle. No surgical delay.